Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. The customer's blood glucose (bg) level was 280 mg/dl and was addressed via a manual injection. Reportedly, customer reverted to manual injections for alternate insulin therapy.